Event description:
It was reported that the patient with this right ventricular (rv) lead had possible infection due to swelling in the pocket and lymph node. There were no additional adverse patient effects reported. The rv lead remains in service.